Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower belly pain") and presyncope ("vagal malaise to hospital emergency department") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced chronic sinusitis ("chronic sinusitis") and fatigue ("chronic fatigue"). In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), presyncope (seriousness criterion hospitalization), vaginal infection ("vaginal infection"), pyrexia ("nocturnal fevers"), middle insomnia ("awakening at night"), alopecia ("hair loss"), tinnitus ("ear buzzing"), rhinitis ("rhinitis"), amnesia ("memory loss"), speech disorder ("difficulty speaking"), confusional state ("confusion"), ocular hyperaemia ("red eyes"), vision blurred ("blurred vision"), allergy to metals ("nickel and nickel salts allergy"), dizziness ("dizziness"), balance disorder ("loss of balance"), hyperacusis ("bothered by noise"), photophobia ("bothered by lights"), agoraphobia ("agoraphobia"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), muscular weakness ("weak muscles"), menstruation irregular ("irregular menses"), insomnia ("insomnia"), diarrhoea ("diarrhea"), constipation ("constipation"), hypoaesthesia ("numbness"), decreased appetite ("loss of appetite"), temperature intolerance ("very sensitive to cold"), ageusia ("cannot taste food anymore"), dysgeusia ("taste of blood in mouth"), asthenia ("very weak + lack of energy"), myalgia ("muscle pains") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removed via laparoscopic salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, presyncope, vaginal infection, chronic sinusitis, fatigue, pyrexia, middle insomnia, alopecia, tinnitus, rhinitis, amnesia, speech disorder, confusional state, ocular hyperaemia, vision blurred, allergy to metals, dizziness, balance disorder, hyperacusis, photophobia, agoraphobia, nausea, migraine, headache, muscular weakness, menstruation irregular, insomnia, diarrhoea, constipation, hypoaesthesia, decreased appetite, temperature intolerance, ageusia, dysgeusia, asthenia, pruritus, myalgia, anaemia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, presyncope, vaginal infection, chronic sinusitis, fatigue, pyrexia, middle insomnia, alopecia, tinnitus, rhinitis, amnesia, speech disorder, confusional state, ocular hyperaemia, vision blurred, allergy to metals, dizziness, balance disorder, hyperacusis, photophobia, agoraphobia, nausea, migraine, headache, muscular weakness, menstruation irregular, insomnia, diarrhoea, constipation, hypoaesthesia, decreased appetite, temperature intolerance, ageusia, dysgeusia, asthenia, pruritus, myalgia, anaemia and pelvic pain to be related to essure. The reporter commented: she could not be cured so looked on the internet and made the connection between essure and her symptoms. Diagnostic results: in 2015: hematology blood analysis, blood biochemistry, protein enzymes, vitamins, blood markers, blood hormones, and thyroid panel. In 2016: cytology testing, blood testing, urine testing, and x-ray without contrast. (B)(6) 2016: ultrasound pelvis for lower belly pain. (B)(6) 2016: allergy test for itching. Gynecologist finally tested and the result was vaginal infection. In 2017: blood test scan of sinusitis teeth, immunology blood analysis, antibodies, and sinus CT. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 339 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event pelvic pain reported by consumer was added. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lower belly pain and vagal malaise to hospital emergency department. Essure was removed via laparoscopic salpingectomy. The event lower belly pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain lower may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that the event did not occur within 24 hours following the essure placement procedure (essure placement on (B)(6) 2015 and onset date of event 2016), a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-feb-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 289 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lower belly pain and vagal malaise to hospital emergency department. Essure was removed via laparoscopic salpingectomy. The event lower belly pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain lower may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that the event did not occur within 24 hours following the essure placement procedure (essure placement on (B)(6) 2015 and onset date of event 2016), a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower belly pain") and presyncope ("vagal malaise to hospital emergency department") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced chronic sinusitis ("chronic sinusitis") and fatigue ("chronic fatigue"). In 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), presyncope (seriousness criterion hospitalization), vaginal infection ("vaginal infection"), pyrexia ("nocturnal fevers"), middle insomnia ("awakening at night"), alopecia ("hair loss"), tinnitus ("ear buzzing"), rhinitis ("rhinitis"), amnesia ("memory loss"), speech disorder ("difficulty speaking"), confusional state ("confusion"), ocular hyperaemia ("red eyes"), vision blurred ("blurred vision"), allergy to metals ("nickel and nickel salts allergy"), dizziness ("dizziness"), balance disorder ("loss of balance"), hyperacusis ("bothered by noise"), photophobia ("bothered by lights"), agoraphobia ("agoraphobia"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), muscular weakness ("weak muscles"), menstruation irregular ("irregular menses"), insomnia ("insomnia"), diarrhoea ("diarrhea"), constipation ("constipation"), hypoaesthesia ("numbness"), decreased appetite ("loss of appetite"), temperature intolerance ("very sensitive to cold"), ageusia ("cannot taste food anymore"), dysgeusia ("taste of blood in mouth"), asthenia ("very weak + lack of energy"), myalgia ("muscle pains") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced pruritus ("itching"). The patient was treated with surgery (essure removed via laparoscopic salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, presyncope, vaginal infection, chronic sinusitis, fatigue, pyrexia, middle insomnia, alopecia, tinnitus, rhinitis, amnesia, speech disorder, confusional state, ocular hyperaemia, vision blurred, allergy to metals, dizziness, balance disorder, hyperacusis, photophobia, agoraphobia, nausea, migraine, headache, muscular weakness, menstruation irregular, insomnia, diarrhoea, constipation, hypoaesthesia, decreased appetite, temperature intolerance, ageusia, dysgeusia, asthenia, pruritus, myalgia and anaemia outcome was unknown. The reporter considered abdominal pain lower, presyncope, vaginal infection, chronic sinusitis, fatigue, pyrexia, middle insomnia, alopecia, tinnitus, rhinitis, amnesia, speech disorder, confusional state, ocular hyperaemia, vision blurred, allergy to metals, dizziness, balance disorder, hyperacusis, photophobia, agoraphobia, nausea, migraine, headache, muscular weakness, menstruation irregular, insomnia, diarrhoea, constipation, hypoaesthesia, decreased appetite, temperature intolerance, ageusia, dysgeusia, asthenia, pruritus, myalgia and anaemia to be related to essure. The reporter commented: she could not be cured so looked on the internet and made the connection between essure and her symptoms. Diagnostic results: in 2015: hematology blood analysis, blood biochemistry, protein enzymes, vitamins, blood markers, blood hormones, and thyroid panel. In 2016: cytology testing, blood testing, urine testing, and x-ray without contrast. In (B)(6) 2016: ultrasound pelvis for lower belly pain. In (B)(6) 2016: allergy test for itching. Gynecologist finally tested and the result was vaginal infection in 2017: blood test scan of sinusitis teeth, immunology blood analysis, antibodies, and sinus CT. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lower belly pain and vagal malaise to hospital emergency department. Essure was removed via laparoscopic salpingectomy. The event lower belly pain is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain lower may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that the event did not occur within 24 hours following the essure placement procedure (essure placement on (B)(6) 2015 and onset date of event 2016), a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.